Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One ar-9400s (no batch/sn indicator present) was received for investigation. Visual inspection identified scuff markings across the exterior of the case, as well as chipping/cracking of the tray inside the case. The observed condition is consistent with wear and tear damage incurred over repeated usage.

Event description:
It was reported that the ar-9400s instrument tray is peeling inside.